Event description:
Literature article entitled, ¿a randomized, double-blind, placebo controlled trial on the efficacy of tranexamic acid combined with rivaroxaban thromboprophylaxis in reducing blood loss after primary cementless total hip arthroplasty,¿ by a. Clavé, et. Al., published by the bone and joint journal (2019), vol. 101-5, no. 2, pp. 207-2012, was reviewed. The purpose of this study was to determine whether two intravenous (IV) txa regimens (a three-hour two-dose (short-txa) and 11-hour four-dose (long-txa)) were more effective than placebo in reducing perioperative real blood loss (rbl, between baseline and day 3 postoperatively) in patients undergoing tha who receive rivaroxaban as thromboprophylaxis the authors studied 218 patients who received anticoagulant therapy during implantation of a depuy corail/pinnacle thas implanted between october 2015 and may 2018 to treat rapidly destructive osteoarthritis, them measured the need for blood transfusion postoperatively. The manufacturer of the articulating surfaces was not provided but assumed to be depuy. There were no allegations of product defect within the text of this article. Adverse events: 3 cases of minor bleeding- no treatment provided. 14 cases of major bleeding and reduced hct¿ treated with iron supplementation and/or prbc administration. 2 cases of bleeding leading to reoperation- type of operation no specified. 10 cases of decreased hg lees than or equal to 2 g/dl- treated with iron supplementation or prbc transfusion. 2 cases of transfusion greater than or equal to 2 rbc units. 1 case of acute coronary syndrome- no treatment other than transfusion is specified. Captured in this complaint: pinnacle/corail tha: anemia, cardiovascular insufficiency, hemorrhage, blood transfusion, additional unplanned surgery.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.